Manufacturer narrative:
Result: damaged power cord; faulty head end lift motor.

Event description:
It was reported by service report that the head lift will not raise, and the power cord was cut. It is unk if there was pt involvement or adverse consequences reported.